Manufacturer narrative:
According to the complainant the device will not be returned for investigation. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reports they were having persistent low blood glucose (bg) levels. The system was indicating insulin was paused but the patient perceived ongoing insulin delivery clicks. The patient treated their low bg's with sweets and glucose tablets. The patient's bg levels fluctuated overnight with high bg's of 18 mmol/l.

Manufacturer narrative:
In the case description, the user mentioned that the system was continuing to deliver insulin though insulin delivery was indicated to be paused or suspended. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of issues with the system. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The phb data showed that when the automated algorithm was suggesting 0 u of automated basal insulin, the total pulses delivered count tracked by the pod did not increase, confirming that the pod was not actively delivering automated insulin while the automated algorithm paused insulin delivery. While in manual mode, when insulin delivery was manually suspended the same behavior with the total pulses delivered count was observed, confirming that the system was not delivering insulin when it was indicated that insulin delivery was paused or suspended. No evidence of issues with the system was observed in the available logs.